Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an infection, skin flap breakdown and device extrusion. The recipient was reimplanted with a new device on the opposite side at the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 21, 2024.